Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The customer's blood glucose level ranged from not impacted to approximately 200 mg/dl and it was addressed with a manual injection. The customer cleared the alarm and insulin delivery was resumed. It was confirmed that the customer had a backup method of insulin delivery available.